Event description:
It was reported, the patient felt like she was electrocuted (it "shocked me".) When she checked the implantable neurostimulator (ins) status with the patient programmer. The ins was turned off after the event. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information was received from the patient that indicated she did not have concerns regarding her device or therapy. The patient noted that the problem was a use error on her part and a company representative conducted a phone consultation with the patient and was a "great help."

Manufacturer narrative:
Product ID: neu-unknown lead, serial# (B)(4), implanted: (B)(6) 2007. Product type: lead, product ID: 37752, serial# (B)(4). Product type: recharger, product ID: 37742, serial# (B)(4). Product type: programmer. (B)(4).